Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. Following predilation with a balloon catheter, an opticross imaging catheter was advanced but failed to cross the lesion. Predilation was again performed and a 6f non-bsc guide extension catheter was used and the opticross was able to cross the lesion. A 2.50 x 24 synergy" drug-eluting stent was advanced but resistance and friction was encountered in the port position of the 6f non-bsc guide extension catheter. Subsequently, deformation of the distal end of the stent strut was noted. The procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.